Manufacturer narrative:
Additional information received indicated that the patient's ipg was revised and the patient was reportedly doing fine.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.